Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
The report received from the study registry in foreign country indicated that, a patient had an in-stent thrombotic event and a myocardial infarction three days after receiving a cypher stent. The report involved a male patient, a past smoker with a history of diabetes mellitus, hypertension and hyperlipidemia. The indication for the procedure was acute myocardial infarction within 24 to 72 hours. The patient was on ace inhibitors prior to the procedure. At the time of the procedure, the patient received aspirin, clopidogrel and heparin. The vasp platelet function test applied to clopidogrel was 67 after a loading dose of 600mg. A reloading dose of 300mg was administered for a second result of 58. And for aspirin, the pfa-100 platelet function test applied was 114 after 24 to 48 hours of aspirin intake. Vital signs were normal. Pre procedure cardiac enzymes were elevated and creatinine was not done. Post procedure troponin was elevated, the creatine was 1 mg/dl and the platelet count was 516. A 3.0 x 28 mm cypher stent was implanted at 18 atms in the proximal lad described as ostial 3.0 x 25 mm in length, de novo, irregular with moderate calcification, 100% stenosed with a type b2 classification. It was predilated with an unknown 3.0 x 30 mm balloon at 16 atms. Post dilatation was conducted with an unknown balloon 3.5 x 12 mm at 14 atms. Results were satisfactory and there was no report of procedural complications. Three days after the procedure, the patient presented with chest pain and st segment elevation and coronary angiogram revealed an in-stent thrombus with evidence of myocardial infarction. The thrombus was treated by implantation of an additional stent. The patient was discharged home eight days later on aspirin, clopidogrel and ace inhibitors.